Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured and got torn during inflation for the first time. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured and got torn during inflation for the first time. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad).

Manufacturer narrative:
B5. Updated.